Event description:
It was reported via repair work order that the caster horn is bent causing the caster to bind which could potentially cause an unstable cot . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.